Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 337303 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6mm x 150mm 120cm smart flex vascular self-expanding stent (ses) delivery system separated during its attempted withdrawal from the patient. After pre-dilation of the lesion with an unknown 4mm balloon, the stent was able to be advanced into the ¿afs¿ without issue; however, the device could not advance past the last 2cm of the lesion. The user wanted to retract the stent but the ¿protection sheath¿ separated. An unknown device was then used to capture the separated device segment and remove it from the lesion. A non-cordis stent was then used as a replacement without issue. There were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU) and there was no damage to the device packaging prior to use. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6mm x 150mm 120cm smart flex vascular self-expanding stent (ses) delivery system separated during its attempted withdrawal from the patient. After pre-dilation of the lesion with an unknown 4mm balloon, the stent was able to be advanced into the ¿afs¿ without issue; however, the device could not advance past the last 2cm of the lesion. The user wanted to retract the stent but the ¿protection sheath¿ separated. An unknown device was then used to capture the separated device segment and remove it from the lesion. A non-cordis stent was then used as a replacement without issue. There were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU) and there was no damage to the device packaging prior to use. The device was discarded and will not be returned. Addendum: a second 6mm x 150mm 120cm smart flex vascular self-expanding stent (ses) delivery system was returned, and the product evaluation revealed a kinked condition.

Manufacturer narrative:
Complaint conclusion: as reported, a 6mm x 150mm 120cm smart flex vascular self-expanding stent (ses) delivery system separated during its attempted withdrawal from the patient. After pre-dilation of the lesion with an unknown 4mm balloon, the stent was able to be advanced into the ¿afs¿ without issue; however, the device could not advance past the last 2cm of the lesion. The user wanted to retract the stent but the ¿protection sheath¿ separated. An unknown device was then used to capture the separated device segment and remove it from the lesion. A non-cordis stent was then used as a replacement without issue. There were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU) and there was no damage to the device packaging prior to use. The device was discarded and not returned for analysis. A product history record (phr) review of lot 82275745 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) separated¿ and ¿stent delivery system (sds) failure to cross¿ could not be confirmed as the device was not returned for analysis. The exact cause cannot be determined. Without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the instructions for use, which is not intended as a mitigation, ¿prepare stent delivery system: open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve (5) on the handle is tightened on the pusher tube (2). Use a 1-3 cc syringe to flush the outer sheath (1) with sterile heparinized saline through the female luer (4) on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath (1) cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube (2), until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube (7) cannot be flushed do not use the device. Introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2).¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.